Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake/steer caster and brake caster were out of adjustment which caused the brake pads to wear unevenly. The technician replaced the brake/steer and brake caster to repair the bed.